Manufacturer narrative:
The insulin pump passed all functional testing including the self test and idle current, run current, off no power, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, displacement, and rewind tests. No moisture damage on the electronics and motor were noted. The following physical damage was noted: minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump screen was cloudy and that she might have gotten sweat on it. The customer stated that the insulin pump was working but she could not read the screen. Additionally, the customer's blood glucose has been in the 20 mg/dl and 40 mg/dl range the last few mornings. She has been drenched in sweat. The customer treated with glucagon shots and pop. Her health care professional has been decreasing her basal rates as well. The insulin pump was returned for analysis and a replacement device was shipped to the customer.